Event description:
Further follow up identified the scs lead was explanted and replaced with different model. Additionally, the physician electively replaced the ipg during the surgery.

Manufacturer narrative:
Evaluation: result: the complaint for high impedances was not confirmed. As received, the lead was returned cut as a result of the explant procedure. All lead segments were inspected under the microscope and no broken wires were observed. Continuity of the lead body segment was measured from end to end of each wire. No opens were observed in any of the lead segments. Visual inspection of the returned lead did not reveal any anomalies that would contribute to the complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of therapy due to autoreduction through her scs system. Diagnostics determined invalid impedances on the scs lead. X- rays showed possible fracture on the lead. Additionally the patient reported a fall few weeks ago. Surgical intervention will be taken at a later date to address the issue.